Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of the info regarding device evaluation could substantially harm its competitive postion. Advanced bionics submits this info in confidence expecting the FDA will withhold it under exemption 4 of the freedom of info act. Co believes that any disclosure of the info by a federal employee could constitute a violation of the criminal law (18 u.s.c. Section 1905) device evaluation consisted of: a review of the device history record (DHR); visual examination and x-ray examination. The failure of this ics was due to a cracked case and resulting loss of hermetic seal. Review of device history record. Hybrid s/n: 4400. Mfg start: 2/20/1997. Mfg end: 4/3/1997. This device experienced no failures during its MFR. Visual examination: cracks are present on both the inner and outer sides of the device case. No pieces or ceramic are missing. The electrode was cutt off and the spiral is missing. The fantail is in good shape. Bright light examination: not performed since x-ray examination was performed. X-ray examination: x-ray examination failed to reveal any evidence of internal damage to the hybrid or substrate. Electrical testing: not performed, since case was cracked. Case hermeticity testing (leak testing): not performed, since case was cracked. Case removal: not performed, since case was cracked. Internal visual examination: not performed, since x-ray revealed no anomalies. Internal electrical testing: not performed, since device failed dry electrical test. Conclusion: the failure of this ics is attributed to the cracked case and loss of hermetic seal. The cracked case was induced by the impace that occurred when the pt fell off the couch. The cracked case allowed the intrusion of fluids into the ics cavity resulting in electrical failure. Corrective action: advanced bionics copr is continuing to investigate ways of increasing the strength of the ics cases.

Event description:
A 7 1/2 y/o girl, was implanted on 6/30/97. The surgery was unremarkable and all impedances were within the normal range. On 1/27/98, pt returned to the center because her system had begun to experience problems with intermittency. Various attempts at establishing link, including a change out of the external components, were unsuccessful. Revision surgery took place on 1/30/98. Pt was reimplanted with a nucleus device.